Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the event occurred at the end of a planned non-emergency treatment, and the procedure got completed as planned. The philips remote service engineer (rse) inspected the system remotely and confirmed that there were no geometry movements in the system. During troubleshooting, the fse identified an issue with the ipc geo pc software. The rse reloaded the ipc geo pc software. After reloading the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's geometry movements were partially available. There was no reported patient or user harm. Philips has started an investigation of this complaint.